Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up arrow and down arrow keypad buttons were intermittently unresponsive and the rubber keypad was torn. It was noted that the tactile issues occurred prior to the keypad damage. The patient denied any evidence of moisture in the pump. The patient reportedly wore the pump under clothing and cleaned the pump with alcohol. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):no vibration was observed due to the vibration motor pins were found to be misaligned. The alleged malfunction is not likely to cause an adverse event because the audible alarm mechanisms still function and will still alert the user should the pump emit an alarm.(B)(4).

Manufacturer narrative:
(B)(4): evaluation revealed that the rubber keypad is torn near the up and down keys. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the up and down keys were intermittently unresponsive and the ok and contrast keys responded appropriately. There was evidence of keypad contamination found under the key contacts.